Event description:
It was reported that the patient had back surgery the day prior to the notified date and they shut her device off. She turned stimulation back on but was not feeling stimulation. The patient synced with her implantable neurostimulator (ins) using the patient programmer (pp) and saw the stimulation on icon. She tried increasing stimulation and was at 3.65v, but was not feeling any stimulation. The patient also fell at home. There was a change in therapy location and the patient felt stimulation in the wrong arm at much higher amplitudes. The clinician ¿turned am¿ and up the amplitude, which was much higher than the patient¿s reported normal amplitude and only faint stimulation was felt on the wrong side. It was noted that the surgery was not related to her device. The patient had a previous surgery on the 31st for a herniated disc and it got infected, so she had the surgery to clean out the infection. The patient was sedated after surgery and was advised to see a pain physician and be seen for films and for reprogramming after being discharged from the hospital. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant product: product ID 3776-75, serial # (B)(4), implanted: (B)(6) 2012, product type lead; product ID 37744, serial # (B)(4), product type programmer, patient. (B)(4).